Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 400.835e, lot#: 7557778 (non-sterile) - ti low profile neuro screw self-drilling 5mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure four screw tips became broken, the broken pieces were retrieved. The surgeon changed the broken screws and used new screws to complete the surgery. There was no adverse event reported and the surgery was not prolonged. (B)(4).